Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, battery voltage reached recommended replacement time (rrt) on (B)(6) 2015. Write to locked ram power on reset (por) occurred on (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a power on reset (por). Adjustments to ICD settings was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).